Event description:
A home therapies registered nurse reported seeing the patient on (B)(6) 2014 in monthly clinic visit and this patient had alleged "upper respiratory infection" or "flu-like" symptoms, including nausea, the week before, (B)(6) 2014. Simultaneously, the patient was being treated for an open, slow healing, and surgical wound of the arm. According to the medical record, the patient was afebrile with blood pressure within his normal range. He denied dyspnea and lung sounds were clear. Per the nurse, the patient denied fever and chills. Medical record indicated the patient had been prescribed an antibiotic in march during his clinic visit. He was still being followed for the slow healing wound and had a complaint at that time of the same sort of upper respiratory symptoms. The antibiotic was continued in april but the medical record does not clearly indicate if it was for the arm wound or the upper respiratory infection symptoms. The patient has continued on hemodialysis at home and has not required further medical intervention.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported "uri" (upper respiratory infection) or "flu-like" symptoms and nausea. The patient had a similar complaint of the above symptoms in (B)(6). He was not using any affected lot at that time. Water and dialysate samples taken from the hemodialysis machine were without contamination. Endotoxin and colony count were within aami acceptable range (<200 cfu). A supplemental medwatch will be submitted at the completion of the clinical and plant investigation.